Event description:
It was reported that during a posterior lumbar interbody fusion, the rotating key on the matrix distractor rack became disassembled while the surgeon was distracting vertebral body. The broken fragment was retrieved. The surgeon used another distractor rack to complete the procedure with no further problems and no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and the threaded tip of the tooth wheel tip (retaining screw) was broken off and remained in the hole of the thumb screw assembly. The fracture surfaces were homogenous and did not have any indication of material irregularities. There were brownish spots on various flat surfaces of the device and brown discoloration around some of the etching on the rack. This issue has been previously evaluated and, as noted in prior investigations, the retaining screw is intended to retain the winged knob to the assembly and does not carry significant load during use. The screw is for retention only. The design does not allow distraction loads to be carried by the screw. (B)(4). The investigation conducted to support the design change found that the screw was being over tightened during assembly and cracking the screw. The manufacturing location has since provided assemblers a special tool to limit the torque applied to the retaining screw to prevent fracture. Based on the evaluation, and the testing and analysis done to support the noted design change, this complaint is invalid from a design perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).